Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had screen problem.

Manufacturer narrative:
Corrected data: d1, d4 (version #, catalog #, UDI #) revert to blank. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit, removing the screen cover and cleaning the screen connector contact. The fse found the screen connector contact to be ok, and the unit passed all functional and safety checks performed per factory specifications. The unit was returned to the customer for use.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had screen problem. There was no patient involvement.